Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/31/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Event or problem on the initial report indicated that "it was reported that during use on a (B)(6) female patient, the autopulse platform stopped performing compressions after the autopulse lifeband loosened." However, this sentence should be corrected to read as follows: "it was reported that during use on a (B)(6) female patient, the autopulse platform released the autopulse lifeband and did not perform compressions." Investigation results for the returned platform as follows: visual inspection was performed and the following damages were observed: cracked motor cover, patient head restraint brackets, top cover and front enclosure. From the condition of the returned unit, the cause of the damages appear to be wear and tear. The reported complaint was confirmed upon functional testing. There was no brake activation noted when the platform was powered on. The platform failed to perform compressions. Inspection of the platform identified that the drivetrain motor brake gap was out of specification, measured at 0.003". This occurred because both of the set screws' locking tips were sheared off. As a result, the set screws could not lock into the encoder dimple locking hole, which caused the brake to disengage. A review of the platform's archive showed that both user advisory (ua) 45 (not at "home" position after power on/restart) and ua 18 (max take-up revolutions exceeded) codes occurred on the reported event date of (B)(6) 2014. Both ua 18 and ua 45 codes were attributed to the set screws' locking tips being sheared off, leading to the brake becoming disengaged. Based on the investigation, the part(s) identified for replacement were the set screws, motor cover, patient head restraints, front and top covers. In summary, the reported complaint was confirmed upon functional evaluation and attributed to the drivetrain motor brake gap being out of specification due to the set screws' locking tips having been sheared off and no longer locking into the encoder dimple locking hole, causing to the brake to become disengaged. Please note that the initial information reported by the customer indicated that no advisory messages were reportedly seen. However, the platform's archive data showed that both ua 45 and ua 18 codes occurred on the reported event date. Both codes were attributed to the set screws' locking tips having been sheared off leading to the brake becoming disengaged. Following service, including replacement of the set screws and all other damaged parts, the device passed all testing criteria.

Event description:
It was reported that during use on a (B)(6) lbs female patient, the autopulse platform stopped performing compressions after the autopulse lifeband loosened. Customer reverted to manual CPR (exact length of time was not provided). No advisory messages were reportedly seen. No adverse patient sequelae was reported. No further information was provided.